Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer was having transmitter issues. Customer states he was not able to wear sensor that day. The customer did not mention any form of treatment for the low blood glucose reading. The customer declined to trouble shoot for low blood glucose. The product was not returned for analysis.